Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. The investigation was unable to determine the intermittent of the error. No fault was found with the device. No repair was needed. The root cause of the reported problem was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device was previously repaired on 18-jan-2021 for accuracy issues. In both instances, the device was testing within manufacturing specifications. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was delivering the medication inaccurately. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.